Event description:
During a laparoscopic transverse and left colectomy procedure using a plcr60b with an i60, the device was fired on what appeared to the thick tissue and while the staple line appeared to be intact, the tissue separated from the staple line. Another device was used to complete the transection, and the patient is doing fine.

Manufacturer narrative:
The device was returned and evaluated. The root cause of the issue was found to be an improperly seated reload in the housing by the user. Evaluation summary: five reloads in package labeled 'one of these misfired'. One has damaged retention posts however shuttle completed travel. One reload with knife stalled after 5% travel. Shuttle nut not seized. No pushers or abnormalities on cartridge that would cause a stall. One reload in package labeled 'not fired'. One reload returned not fired, the reload is recognized using lab i60. If a reload is not recognized, the i60 can be closed to 'in firing range' but the i60 will not fire. The i60 assumes that the previously fired reload are still loaded in the i60. Two reloads in package labeled 'tissue separated'. One reload with damaged retention posts, indicating it was not seated properly, which causes misalignment between reload and the anvil resulting in malformed staples. The other reload has no damage. Actions: the issue with incomplete firing will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted. This issue with reload not being recognized will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted. Car 0818 has been issued to engineering because users are having difficulty in the field properly seating the reloads in the plc60. It will be used to capture any further investigations and to ensure the effectiveness of any implemented corrective and preventive actions. The training group has been requested by qa to communicate to the sales rep to ensure that the reloads are seated properly and the retention posts are full engaged in the plc60 housing before firing.